Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported an oxygen manifold failure. No patient or user harm was reported. Event date not specified, estimate used.

Manufacturer narrative:
Date rec'd by MFR: 08jul2019. Date of this report: 12jul2019. The manufacturer's field service engineer remotely confirmed the reported oxygen manifold issue. The service engineer provided the part number for the part replacement and the customer resolved the issue on their own. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.